Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged; the patient was asymptomatic to the event. The lead could not be repositioned as the stylet could not be advanced. The lead was explanted and a new lv lead was successfully implanted. The patient was in stable condition.